Manufacturer narrative:
The device was received in two pieces with the bed connecting strap separated from the cuff. Loose or broken threads are noted where the connecting strap is sewn onto the product. The insides of the wrist cuff is dirty and other signs of wear and tear is noted throughout the product with loose threads and lint on the webbing and the hook and loop. Product was measured to be within product specifications, but is non-functional in the current state due to the separation of the strap. Review of similar complaints in the past three years found failures related to failed box stitching but no root cause could be determined. No serious injury was noted on any of the other complaints. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported that the stitches popped on the cuff. The customer has limited information. The date the issue was discovered is unknown and no patient incident or injury was reported.